Manufacturer narrative:
Additional information: b2, b5 (second paragraph), and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, the patient developed pain in the right lower limb. The patients wound from access site closure was checked. The patient was diagnosed with acute limb ischemia (ali) in the right lower limb. Emergency endovascular therapy was performed to treat the ali. 2 days following the implant of the valve, swelling in the right lower limb was observed. The patient was diagnosed with compartment syndrome due to ali. A dehiscence incision was performed by the orthopedics department. Wound treatment was continued, however, necrosis in the lower leg progressed.4 days following the implant of the valve, transient convulsions occurred. A computed tomography (CT) scan was performed, and no lesions were observed. 7 days following the implant of the valve, a magnetic resonance imaging (MRI) of the head was performed that revealed a bilateral cerebral infarction. It was determined that the transcatheter aortic valve replacement (tavr) procedure caused delayed symptoms resulting in the cerebral infarction. Therapy and rehabilitation were performed, and the cerebral infarction subsided. 1 month and 28 days following the implant of the valve, the patient had their right lower leg amputated because the necrosis progressed. The wound was closed. The patient was transferred to rehabilitation. No additional adverse patient effects were reported. Additional information was received indicating that two months and sixteen days after valve implant, the patient developed vomiting and aspiration pneumonia and required hospitalization. It was noted that the patient's symptoms improved after antibiotics were administered. Two weeks later, the patient was transferred to rehabilitation. Ultimately, four months after valve implant, the patient developed cardiac arrest of unknown cause after dialysis and died. The causal relationship between the death and the device was documented as unknown.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, the patient developed pain in the right lower limb. The patients wound from access site closure was checked. The patient was diagnosed with acute limb ischemia (ali) in the right lower limb. Emergency endovascular therapy was performed to treat the ali. 2 days following the implant of the valve, swelling in the right lower limb was observed. The patient was diagnosed with compartment syndrome due to ali. A dehiscence incision was performed by the orthopedics department. Wound treatment was continued, however, necrosis in the lower leg progressed. 4 days following the implant of the valve, transient convulsions occurred. A computed tomography (CT) scan was performed, and no lesions were observed. 7 days following the implant of the valve, a magnetic resonance imaging (MRI) of the head was performed that revealed a bilateral cerebral infarction. It was determined that the transcatheter aortic valve replacement (tavr) procedure caused delayed symptoms resulting in the cerebral infarction. Therapy and rehabilitation were performed, and the cerebral infarction subsided. 1 month and 28 days following the implant of the valve, the patient had their right lower leg amputated because the necrosis progressed. The wound was closed. The patient was transferred to rehabilitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: d. Device information updated h4. Device mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.